Manufacturer narrative:
During the requested site visit, the field service representative (fsr) checked the instrument and found that the alinity c-series sample p (list number (ln) 04s51-01) was contaminated with gel. The fsr replaced the sample probe which resolved the issue. Return testing was not completed as returns were not available. A review of the alinity c processing module, serial number (sn) (B)(6) service history identified no contributing factors to the current complaint. There have been no further customer reports regarding discrepant results since the probe was replaced. A 12-month review did not identify any trends for the sample probe (ln 04s51-01) regarding the current complaint issue. A 12-month review of the alinity c platform revealed no systemic issues or trends. The alinity c system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and addresses troubleshooting of depressed and erratic sample results. Based on the investigation no product deficiency was identified for the alinity c processing module, sn (B)(6) or the alinity c-series sample p (ln 04s51-01).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely depressed sodium (na) and potassium (k) results on one patient generated on the alinity c analyzer. The results provided were: on (B)(6) 2020, (B)(6) na = 108mmol/l (normal range 133-146mmol/l) / retest = 145mmol/l; k = 2.4mmol/l (normal range 3.5-5.3mmol/l) / retest = 3.3mmol/l. There was no reported impact to patient management.